Event description:
Procedure: hernia. According to the reporter: the pt developed abdominal pain on (B)(6) 2013. This is ongoing. Medication was given to the pt to treat abdominal pain. The reporter indicated a definite relationship to the pain and the product.

Manufacturer narrative:
(B)(4).